Event description:
It was reported the system would not display images intermittently, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.